Event description:
It was reported that although the patient did receive therapy, the implantable cardioverter defibrillator (ICD) experienced a possible delay in therapy and delayed detection of vt/vf episode. Onset and stability had been programmed on; they were subsequently programmed off. The device remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).